Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received the insulin flow blocked alarm and the customer experienced the high blood glucose level. The customer¿s blood glucose was 27 mmol/l. The customer reported that they had called ambulance and they were in ambulance assistance for 3 hours. The customer stated that they had tried all the remedies. The customer reported that the troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and advise to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).